Event description:
It was reported the suture knot discharged from the sewing site. The doctor removed the stitches for wound debridement and used silk thread (with specific product information unknown) to sew the wound.

Manufacturer narrative:
The precautions section of the IFU for the stratafix device states, ¿the tying of knots on the barbed section of material will damage the barbs and potentially reduce their effectiveness. Care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps.

Event description:
It was reported on (B)(6) 2024, a patient returned to suture with post-op wound secretion and suture extrusion. The is reported to be stable.

Manufacturer narrative:
The lot number was not provided so a batch review of the finished good lot and components could not be reviewed at this time. The suture splitting, barbs peeling during use most likely resulted from the interaction of specific procedural related stress in contrast to the suture strength. It¿s also possible the device was not anchored in the tissue per the IFU for the device. Pga suture material can change color, become brittle; break easily if exposed more than the recommended time for this type of material. Surgical specialties documents the exposure time throughout the inspection and manufacturing processes to prevent over-exposure prior to packaging the devices. The exposure time for the reported lot was reviewed and met all current criteria. Adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition, or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, overtightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting. The warning section in the IFU states, ¿this an absorbable material, the use of supplemental non absorbable sutures should be considered by the surgeon in the closure of sites which may undergo expansion, stretching or distention or which may require additional support¿. The ¿precautions¿ section in the IFU for the device states: ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. The surgeon should avoid unnecessary tension, to reduce the occurrence of surface fraying and weakening of the strand. To avoid damaging needle points and swage areas, grasp the needle in an area one third (1/3) to one-half (1/2) of the distance from the swaged end to the point.¿ the actual device was not returned for review. Without receiving photos of the suture/incision(s) post-operative, or receiving detailed information regarding the pre-operative preparation of the device, procedure(s) performed, placement of the suture in the tissue, patient¿s health history, post-operative activities, receiving details regarding number of days post-operative the event occurred, quality of the tissue where material was placed, events that may have occurred that attributed to the adverse event or the surgeon¿s technique, a definitive root cause cannot be determined at this time.